Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, the message -data not read- appeared in the measured data and not the battery data section. The pulse generator was explanted and replaced.